Event description:
The biomed is reporting the v60 will not run on ac power. The customer reported that the unit was not in use on patient. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer contacted product support and reported the v60 will not run on ac power only the battery. Product support provided part numbers for power management (pm) pcba, power supply, and with bench and onsite repair options. Biomed is requesting onsite repair. Per authorized service personnel (asp) the customer complained unit will not work on ac power, only on battery power was confirmed and duplicated. The asp replaced the power supply, and the issue was resolved. The unit successfully passed the required performance test and unit was returned to service.

Manufacturer narrative:
Failure analysis on the returned power supply shows that the shorted q12 and q9 created the 0-volt output.